Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, before leaving their house, the sensor was working, and the patient was feeling fine. An unspecified time later, the patient fell unconscious and blacked out for 45 minutes. The patient was taken to the hospital because they almost went into a coma and had to be resuscitated. The patient states that a nurse informed them that their glucose levels went down to 20 mg/dl and that the g7 sensor was no longer working when they arrived. The patient was given food, liquids and medication but could not specify. The patient was discharged from the hospital on (B)(6) 2025. At the time of the report, the patient was stable and in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.